Event description:
The device was used during an ovarian cystectomy procedure. Reportedly, distal end of the cannula shaved insulation from another instrument while being manipulated throught the sleeve. The hosp has reported that no pt injury occurred.